Event description:
Customer reported she experienced high blood glucose of 600 mg/dl; treated with manual injection. Customer stated she has experienced multiple high blood glucose events and the doctor advised to take the insulin pump off. Customer stated that the insulin pump has damage. She stated that the battery cap and reservoir compartment are corroded and the device is not delivering insulin properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads and missing end cap sticker. The battery tube and battery cap contact were corroded. No moisture damage inside reservoir tube or pump was noted.